Event description:
Information received a smiths medical cadd ms3 pump was infusing 47.2ng/kg/min for pulmonary arterial hypertension medication, when a consumer of the pump felt pump was infusing to rapidly. She reported changing the cartridge last night and this morning the cartridge was almost empty. The female that called help line reported feeling very hot quickly and then switched to her back up pump. Upon reporting incident, the symptoms reported had subsided. Pump was being replaced and back up pump was available to switch . No other adverse events reported, other then feeling hot. Her primary physician was not contacted. Diagnoses of pulmonary arterial hypertension. Medication taken for disease process are vasodilating and in occurrence of over infusion may alter the cardio activity of conduction.